Event description:
A (B)(6) female presented on (B)(6) 2012 for increasing swelling and discomfort of the right breast. She has noted symptoms over the last two years and has seen multiple providers but did not return to this office. On examination of her breasts on (B)(6) 2012 there was marked swelling of the right breast that was slightly tender but there was no redness or erythema. Approx 1200cc of fluid was removed from the right breast and sent for analysis.